Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "¿ once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device was not returned.

Event description:
It was reported that the device produced low flow (0.7lpm). Prior to the call to(B)(6), the nurse tried disconnecting and reconnecting the pads with no improvement. At the time of the call to (B)(6) new set of pads the flow rate rose to 2.6lpm. Therapy was completed with the new set of pads and same device without further issues.